Event description:
It is reported that during surgical procedure being performed in 2008, the locking screw broke off at the thread level into the stem extension. The surgeon had to remove tibial and block that were already cemented in. This delayed the surgery. He was able to reuse the tibia and block.

Manufacturer narrative:
Eval summary: lab examination of the screw fracture surface indicates that the fracture occurred by torsional overload. It is possible that the locking screw was tightened more than the recommended torque of 94 in-lbs and fractured due to over-tightening. Eval: scanning electron microscopy analysis of the screw fracture surface showed elongated dimples along the circumferential direction and a small region of final fracture showing equiaxed dimples. Energy dispersive spectroscopy analysis of the screw material showed ti, al, and v elemental peaks typical of tivanium alloy. Review of the device history records did not find any deviations or anomalies. There is no indication that design or manufacturer contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.